Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to a bipolar sensing fracture. Oversensing was noted. Follow up with the company representative indicated that the lead alarmed one day prior to the inappropriate shocks but was not heard by the patient. The lead was capped and replaced. No further patient complications have been reported as a result of this event.